Event description:
It was reported that the patient indicated that the implantable cardiac monitor (icm) caused severe pain and shocked them. It was also stated that the device had "heated up". The patient stated that their device was removed. No further patient complications have been reported as a result of this event.